Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the inflation issues were confirmed through analysis. The observed reservoir wear and fatigue would effect the functionality of the device. Technical analysis: the cylinders, pump, and reservoir were returned for analysis to our post market quality assurance laboratory. Visual examination of the cylinders identified both cylinders had wear at folds in the cylinder bodies. Cylinder 1 had hole in the proximal cylinder body resulting in a fluid leak, which commonly occurs during the explant procedure. Cylinder 1 was not functionally tested as a result of the fluid loss. Cylinder 2 was worn down to the filament. Cylinder 2 passed all functional testing parameter specifications. Visual examination of the pump identified the kink resistant tubing (krt) was worn down to the filament, and the pump spring was misaligned. Visual inspection of the reservoir identified fatigue and wear in the reservoir shell and the reservoir krt was worn down to the filament. Functional testing of the reservoir identified the fatigue and wear in the reservoir shell resulted a fluid leak. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patients inflatable penile prosthesis (ipp) was not inflating. The ipp was explanted and replaced with a new ipp with no clinical consequences to the patient.

Event description:
It was reported that the patients inflatable penile prosthesis (ipp) was not inflating. The ipp was explanted and replaced with a new ipp with no clinical consequences to the patient.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) would not inflate. The ipp was explanted and replaced. No patient complications were reported.

Event description:
It was reported that the patients inflatable penile prosthesis (ipp) was not inflating. The ipp was explanted and replaced with a new ipp with no clinical consequences to the patient.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patients device is not working and would not inflate with an inflatable penile prosthesis (ipp). The device remains implanted and active with no patient complications.